Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely that the stent interacted with the previously implanted stent during retraction, causing the reported stent dislodgement which contributed to the reported difficult to remove. Once at the other hospital, the dislodged stent was crushed into the vessel wall. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a right coronary artery (rca). A 3.5x33mm xience sierra was first deployed successfully with no issues in the proximal rca. A second 2.25x15mm xience sierra was attempted to be delivered through the first deployed stent; however, resistance was met with stent. During removal of the second xience sierra the stent dislodged. Case lasted from 5 p.m. To 1 a.m. And patient was transferred to a different hospital as the doctor couldn't cross another stent to crush the second xience stent. Once at the other hospital the dislodged stent was crushed into the vessel wall. Patient is doing well. No additional information was provided.